Event description:
It is reported that the small ball bearings were noted falling from instrument.

Manufacturer narrative:
Eval codes - the tibial inserter was returned disassembled which is not recommended because the ball bearings will fall out. The instrument tip also contains signs of wear from use over the potential field age of 12.5 years. The cause of this failure is disassembling of the instrument. Device history records indicate all components were manufactured and inspected to specification.